Manufacturer narrative:
(B)(6). (B)(4). Returned product consisted of an over-the-wire (otw) sterling es balloon catheter with no original packaging or other devices. The inner shaft was kinked 25, 26, 35, and 36 mm from the tip. The inner shaft was flattened inside the balloon 5 - 40 mm from the tip. The device presented no evidence of any material deficiencies contributing to the reported event. An attempt to prepare the device according to the dfu by loading a guide wire through the wire lumen was not possible because of the damage to the inner shaft. The device was pressurized with an inflation device to the rated burst pressure (rbp) for 5 minutes. There were no leaks/tears revealed with the device. The damage to the inner shaft of both devices could not occur with a guide wire in the wire lumen, which suggests the damage occurred without the device fully loaded over a guide wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR#: 2134265-2010-05673. It was reported that during an unspecified treatment procedure a balloon rupture occurred. The 95-100% stenosed lesion was located in a moderately tortuous and moderately calcified distal anterior tibial artery and dorsal pedalis artery. The sterling es otw 2mm x 40mm x 144cm balloon was inflated to rated burst pressure and ruptured. It was removed intact and the shaft was found kinked. The physician attempted treatment with another sterling es otw 2mm x 40mm x 144cm and this balloon ruptured at its rated burst pressure and the shaft was kinked as well. The device was removed intact. The procedure was completed with a symmetry balloon. No patient complications were reported and the patient's status is fine.